Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 210) was confirmed due to damaged and shorted u1004 and u1005 components on the computer/analog board. The monitor did not pass detect and treat testing. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.